Event description:
It was reported that the patient's condition had been deteriorating and they had been admitted due to failure to thrive. The patient ultimately passed away on (B)(6) 2023 due to cardiopulmonary arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported cardiopulmonary arrest could not be conclusively established during this evaluation. It was reported that the device will not be returned for evaluation. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1, ¿introduction¿, of this IFU lists adverse events that may be associated with the use of the hmii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.